Event description:
My boston scientific precision spectra neurostimulator ipg ruptured thru my chest. I had emergency surgery to fully remove the system. I ended up with a massive staff infection and was on IV antibiotics for several weeks. The stimulator was working well controlling my chronic pain after 4 failed cervical spinal fusions. I had to go back on my full dose of morphine 30 mg ER/3 times per day and 15 ir. Every 6 hours as needed. Max 180 mg/day. It doesn't appear that my surgeon has reported this to boston scientific or the FDA. The surgeon threw the device in the trash. On (B)(6) 2017 emergency surgery. Infectius disease doctor took over my case. Hospitalized for 5 days, and on several weeks of IV antibiotics. Everyday infusions.